Event description:
No additional information has been provided.

Manufacturer narrative:
A review of the device history record (DHR) found no inconsistencies. While production x-rays were not identified, all functional testing data and acceptance criteria were recorded as passing. Upon receipt, the device was measured at 309.61mm. The longest recorded length of the nail at the time of manufacturing was 304.57mm, indicating that lengthening had occurred. Verification testing using a fast distractor confirmed that the nail was capable of lengthening. Additionally, when placed in the force test fixture, the nail met the minimum output requirement. Based on these findings, the root cause of the failure to distract remains undetermined. The issue could not be replicated, and all testing suggests that the nail is fully operational.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted. The revision surgery was completed with no issue or adverse consequences to the patient.

Event description:
Information was received that during an implant procedure the nail was tested with the electronic remote controller (erc) on the back table and it was able to distract. The patient's tissue gap was normal and it was confirmed via fluoroscopy. When testing the nail while the patient is on the table, the nail was unable to distract while using the fast distractor max. Two hours of testing was performed and it was decided to exchange the nail and the pegs to prevent a possible infection. The surgery was completed with no issue or adverse consequences to the patient. The removed nail was tested with ls fast distractor max and after several very loud "clacks" the nail starts to move as if it were stuck at some point. Complaint 1 of 2.